Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the patient claimed the ins didn't work for their problems so it was turned off a couple years ago. The caller also said the patient wanted to have the device removed, but didn't have any further details about the situation. Additional information received from the patient on 2018-nov-13 who said the implant was removed on (B)(6) 2018. No device issue was reported and no further patient complications have been reported as a result of this event